Event description:
A (B)(6) female patient called zoll customer support to report that she had received service codes 204 and 107. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, 107) has been confirmed. Upon investigation diodes d3 and d4, as well as capacitors c2 and c5, were shorted in ECG "b". The cause of the shorted components was a pinched wire in the electrode belt trunk cable. The root cause of the pinched wire could not be positively identified. No adverse event resulted from the pinched wire. The patient received a replacement electrode belt.